Event description:
It was reported that a patient presented with numerous cellulite depressions, some in close proximity to one another. The cellulite depressions were treated with aveli. Lipo 360 and fat grafting were also performed in other areas. The patient presented with seromas on both buttocks and an area in the buttocks described as "separation or detached feeling" approximately 2 weeks post procedure. The patient has been using compression as directed. On both buttocks hundreds of cc's of fluid were drained (total) over 3-4 follow-up visits. The last visit was about 80 cc's total from both buttocks. Ultrasound at the last visit confirmed the fluid was gone after the last draining.